Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient is unable to increase stimulation on any of 7 programs. Patient was able to before and is receiving a message max settings. Patient does report they may have had a fall but does not remember, and that also stated that implant is taking a long time to heal and they felt pain around the site. They are seeing a ¿maximum settings¿ condition. Patient was advised to contact clinician if they are not getting relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.